Event description:
It was reported that patient had been feeling lightheaded and passing out at home, and was very symptomatic during the sensing check. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.